Manufacturer narrative:
The reported events were for failure to advance the stylet, unspecified capture issue, impedance problem, broken lead insulation, and the conductor coils were separating. A complete lead was returned in one piece for analysis. The cause of the reported event for broken lead insulation and the conductor coils were separating was due to procedural damage. The reported events for an unspecified capture issue and an impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for failure to advance the stylet was not confirmed. The stylet test was able to be inserted and removed without difficulties.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant while placing a right ventricular (rv) lead the physician experience an abnormal amount of pressure and pushed the lead in aggressively. The physician had trouble advancing the stylet into the rv lead and pulled the stylet out resulting in a 90 degree bent stylet. A new stylet was used and after fixing the lead, threshold and impedance were tested but were not at a desirable range. An abnormal amount of bleeding coming out of the pocket was observed by a second physician and the lead was pulled out. The artery was sewn shut. The rv lead insulation appeared broken and conductor coils were separating. The second physician regained access and implanted a new rv lead successfully. No malfunction was suspected on the original rv lead prior to implant. There was no complaint on the stylet. The patient was bradycardic and hypotensive before and during the procedure. The patient was stable, awake and responsive throughout the whole procedure.